Manufacturer narrative:
Evaluation summary: one device was returned for evaluation. This device had been used in the treatment or diagnosis of a patient. The returned product did not meet specification as received. Visual inspection of the disposable hand piece revealed that the waveguide had fractured and the tip had broken off. The broken tip was returned with the device. The customer reported that the device stopped working. The reported condition was confirmed. The waveguide was inspected under magnification to identify the point of initial contact that caused the fracture and eventual break. Investigation personnel concluded that the titanium waveguide was in use when it fractured. Further investigation revealed that the dissector tip came in contact with a metal object (hemostats, clips, staples, retractors, etc.) During activation. This contact caused the waveguide to crack and eventually break off. The investigation identified the cause of the reported event to be user error. The device instructions for use currently contain a warning against contact between the dissector tip and metal objects (hemostats, clips, staples, retractors, etc.) During activation. This issue is specific to ultrasonic dissect ors. The instruction for use (IFU) also advices device users to visually inspect all system components for breaks, cracks, nicks, or other damages prior to use. The instruction for use (IFU) also states: do not use damaged components. Use of damaged components may result in injury to the patient or user. If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, intra-operatively, the device stopped working and the red light on the generator would not turn off. A hew hand piece was opened and used in order to complete the case. There was no injury caused to the patient and no medical intervention was required. Visual inspection of the returned disposable hand piece revealed that the waveguide had fractured and the tip had broken off. The broken tip was returned with the device.